Manufacturer narrative:
Analysis was completed. The device was received in backup mode and review of the device image indicates it was caused by code corruption from undetermined source. As a result of this finding, abbott is performing further investigation.

Event description:
Related manufacturer reference number: 2017865-2021-19934. It was reported the asymptomatic patient presented in clinic. Upon attempted interrogation, it was observed the pacemaker was in backup vvi mode and the atrial lead had unspecified sensing and impedance issues. The device failed to be interrogated to observed more specific lead measurements. The device and lead were explanted and replaced without issue. The patient was stable.